Event description:
It was reported that a patient had a revision left reverse total shoulder arthroplasty approximately eight (8) years and 1 month ago with another revision approximately four (4) months later due to pain and scar tissue. Subsequently, approximately six (6) years and four (4) months ago the patient had a manipulation with lysis of adhesion and rotator cuff repair due to limited range of motion and persistent pain.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown tm baseplate 25mm; lot#: unknown. Item#: 211215, compr srs prox bdy - sm 48mm; lot#: 965930. Item#: 211238, compr srs mod stem - 12x100mm; lot#: 092190. Item#: 115375, comp rvs tray +5mm co 44mm; lot#: 637540. Item#: ep-115393, e1 44-36 std hmrl brng; lot#: 256980. Item#: 211228, compr srs mod rgx aug - sm; lot#: 072300. Item#: unknown, unknown 36mm screw; lot#: unknown. Item#: unknown, unknown 36mm glenosphere; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. H10: related report number: 0001825034-2025-02231. 0001825034-2025-02232. 0001825034-2025-02233. 0001825034-2025-02234. 0001825034-2025-02235. 0001825034-2025-02236. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. H11: 0001825034-2025-02231. 0001825034-2025-02232. 0001825034-2025-02233. 0001825034-2025-02234. 0001825034-2025-02235. 0001825034-2025-02236. 0001825034-2025-02633. Attempts have been made to gather all product identification information and no further information has been provided. Product has not been evaluated as it has been determined the event is not related to device. Root cause of the reported event is not device related. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.